Event description:
Pt to office for medication injection. Medication was prepared and administered using a vanish point syringe. While injecting the medication into the pt, the medication flooded the back of the syringe and dripped out of the back of the syringe. Unk amount of medication administered to pt. FDA safety report ID # (B)(4).